Event description:
It was reported to baxter (B)(4) that a single day infusor device was leaking from the blue winged luer cap during storage. The device had been filled with desferrioxamine when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).baxter quality engineering determined that this event interrupted delivery.a service history review was performed revealing the reported condition is not related to any previous reported problem with this pump.

Event description:
During review of the pump's alarm log, baxter personnel discovered a flo-gard infusion pump with failure code 2, which is a downstream occlusion alarm. Furthermore, baxter personnel discovered this device's door assembly had a broken latch and was also broken at the upper hinge stop, indicating a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the condition of a flo-gard infusion pump with failure code 2 was discovered and confirmed in the pump's alarm log by baxter personnel. This condition was caused by the pump's door assembly having a broken latch and being broken at the upper hinge stop. The door assembly was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.